Manufacturer narrative:
Additional information: the lesion was properly pre-dilated. The device was not moved or repositioned within the lesion prior to the burst. The device was placed in the lesion and dilated. During dilation, the stent balloon burst before reaching proper inflation. The ruptured stent balloon was successfully removed without any complications. The stent was subsequently successfully post-dilated with a non-compliant (nc) balloon. Correction: b1. Adv evnt/prod prob b2. Outcome attributed to adverse event h1. Type of reportable event imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the balloon burst during stent deployment. It was reported that the balloon burst before nominal pressure was applied. There were no issues noted when removing the device from the hoop/tray. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The lesion being treated was a non-tortuous, non-calcified lesion with 80% stenosis located in the mid left anterior descending (lad) artery. Rupture of the balloon left the stent inadequately inflated. The ruptured balloon was removed, and the stent was subsequently post-dilated with a non-compliant (nc) balloon to ensure proper expansion. No patient complications were reported as a result of the event.